Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that during an in-clinic follow-up, the right atrial (ra) lead exhibited episodes of noise and the left ventricular (lv) lead was found to be dislodged. The leads were explanted and replaced. The patient was in stable condition.